Event description:
It was reported that during a procedure using the ambient super multi vac 50 wand, the electrode detached from the tip. The procedure was completed using a back up wand. There were no significant delays or pt complications reported as a result of this event.